Event description:
It was reported that ventricular over sensing was observed on the implantable cardioverter defibrillator (ICD).

Event description:
New information received notes programming changes were made. There were no patient consequences.